Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 415 mg/dl at the time of incident. The customer's blood glucose was 135 mg/dl at the time of call. The customer stated that the blood glucose reached 525 mg/dl. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they were nauseous and vomiting. The customer stated that the drive support cap appeared normal. The customer stated that they did not find air bubbles or leaks. The customer declined to check for site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.